Manufacturer narrative:
(B) (4). The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that the tip of the micropituitary broke while pulling out disc. No pt complications were reported.